Event description:
It was reported that the suture came free from the implant. When received it was noted the implant was broken. Contact with hospital 0n 4/4/2001 confirmed that the implant was broken during insertion, and left embedded in the bone. Contact reported no pt injury as a result of this situation.